Manufacturer narrative:
Cmp-(B)(4). UDI no: (B)(4). Concomitant medical products: oxf uni cmntls tib sz f rm, item no: 166581, lot no: 3840645. Oxf anat brg rt lg size 5 PMA, item no: 159584, lot no: 384191. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01206, 3002806535-2017-01207.

Event description:
It has been reported by the hospital that a patient underwent an initial right knee replacement surgery. Subsequently, a revision procedure was performed due to infection.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.